Event description:
It is reported the workstation or the c-arm would not boot up or power on. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The sys was tested and found to be working as intended and put back into service.